Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® multiple sample luer adapter blood leaked. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: problem encountered: the adapter, once screwed onto the sleeve, allows blood to flow directly downwards. There seems to be a sealing problem.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 12-dec-2023. H.6. Investigation summary: material #: 367300. Lot/batch #: 3193683. Bd received 26 samples for investigation. Ten (10) of the samples were chosen at random and evaluated by functional testing, each used to draw 30 vacutainer tubes, and the indicated failure mode for sleeve leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® multiple sample luer adapter blood leaked. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: problem encountered: the adapter, once screwed onto the sleeve, allows blood to flow directly downwards. There seems to be a sealing problem.